Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber break. Problem code 2532 captures the reportable event of fiber misfire. Problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in three pieces. The first piece measured approximately 12.8, the second piece measured 4.5 cm and the third piece measured 296.8 cm. The exposed glass tip measured approximately 4 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with degradation. There was no light from the sma connector, indicating that the fiber is broken within the connector. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed there was no light from the sma connector and the sma boot was detached, indicating a fracture in the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. It is likely that procedural handling of the device during set-up or use contributed to the fiber damage within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 26, 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, during the procedure, the laser fiber started smoking. When the user turned off the laser unit and unscrewed the device, the laser fiber fell apart. Reportedly, no fragments fell inside the patient. Reportedly, there was no burn injury to the user or patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on august 26, 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, during the procedure, the laser console suddenly stopped working. A smoke started coming out from the laser fiber connector and was noted to be hot . When the user turned off the laser unit and unscrewed the device, the laser fiber fell apart. Reportedly, no fragments fell inside the patient. Reportedly, there was no burn injury to the user or patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Additional information received on november 13, 2020 it was reported that a flexiva ID tractip 200 laser fiber was used in a cystoscopy/ ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2020.

Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Block h2: blocks a2, a3, a4, b5, e4, and g3 have been updated with additional information received on november 13, 2020. Block h6: problem code 1069 captures the reportable investigation result of fiber break. Problem code 2532 captures the reportable event of fiber misfire. Problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results. The returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in three pieces. The first piece measured approximately 12.8, the second piece measured 4.5 cm and the third piece measured 296.8 cm. The exposed glass tip measured approximately 4 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with degradation. There was no light from the sma connector, indicating that the fiber is broken within the connector. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed there was no light from the sma connector and the sma boot was detached, indicating a fracture in the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. It is likely that procedural handling of the device during set-up or use contributed to the fiber damage within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 26, 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, during the procedure, the laser fiber started smoking. When the user turned off the laser unit and unscrewed the device, the laser fiber fell apart. Reportedly, no fragments fell inside the patient. Reportedly, there was no burn injury to the user or patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.